Event description:
On (B)(6) 2011 it was reported product is undersensing, low pacing lead impedance. Suspect insulation issue in rv lead. Today, not sensing r-waves for sick sinus. Bipolar: 1.0mv r-waves, 4.2 threshold set in autocapture and burning the battery, 260-280ohms lead impedance. Unipolar: 1.9mv r-waves and sensing them, threshold 1.4v@0.6ms and 300 ohms. Impedence trending down and thresholds and sensing getting worse. 2 years left on battery, will tal?? With ep. Sick sinus patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).